Manufacturer narrative:
Externalized conductors due to internal insulation abrasion was noted at 8.9-10.9cm from the helix. The etfe coating was intact at the same location.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up, the lead was diagnostically imaged prophylactically, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.